Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 18.5-19.9 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. (B)(4).